Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: attune rp tib base sz 5 cem tibial tray component; femur component; attune ps rp insrt sz5 6mm tibial insert component; unknown knee patella component; smartset ghv gentamicin 40g bone cement.

Event description:
The customer reports that during the removal of the attune tibial (total knee prosthesis), the surgeon noticed that the cement wasn't adhered to the tibial prosthesis which explains the pain and the loosening for the patient. Doi: (B)(6) 2017. Dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 1 additional report, however it did not relate to implant loosening. Total complaints for lot no: 2 (com-273147,(B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.